Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support, and the escalation response was provided. Based on an additional review, the system showed improved agreement between bg and sg values after the re-link. The user acknowledged the information and was advised to continue using the system, perform calibrations as requested, and contact us with any additional concerns. Proper calibration techniques were also reviewed, as there were several instances where the user calibrated immediately after a gap in data. A review of dms data confirmed that the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.